Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Medtronic received information that pump error 53, pump error 4 occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
(B)(4). Retainer ring = black. Customer returned device for an alleged multiple pump error alarm found on (B)(6) 2022. The pump passed the self test and displacement test. No unexpected multiple pump error alarm noted during the testing. Successfully downloaded history files and traces using thus. Please see below for the date range listed in the formatted history file. The formatted history file lists data from (B)(6) 2022 to (B)(6) 2022. Unable to check multiple pump error alarm for the event date. However, the motor arm cannot communicate with the main arm alarm was recorded and found in the formatted history file on (B)(6) 2022 11:15:56.000. The motor arm cannot communicate with the main arm alarm (file number 32122 and line number: 2727), suspected on hw. Device was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electrical boards, force sensor, motor and vibrator assembly noted. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a pillowing keypad overlay, a scratched case, a cracked case behind the device near the battery tube compartment and a serial number label fading. Software error detected alarm was not confirmed. However, the motor arm cannot communicate with the main arm alarm was confirmed. The motor arm cannot communicate with the main arm alarm suspected on hw. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.